Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the black box download, date range (B)(6) 2013, shows three ¿loss of prime¿ (162) associated with low, non-zero, force (1x on (B)(6) 2013, 2x on (B)(6)) and two ¿loss of prime¿ associated with cartridge refill ((B)(6) 2013). The pump ran for over 24-hours with no errors, alarms or warnings. Pump passed force sensor check with a reading of 217. Pump opened. Examined force sensor flex and force sensor pins. No evidence of dislodging, tears or cracks seen.